Manufacturer narrative:
(B)(6).

Event description:
It was reported that after using a wand during a knee procedure, the surgeon noticed a burn approximately 3cmx2cm on the proximal end of the patients tibia. Patient burn was treated with alginate and flamazine dressing and fixed with a compress and velpeau bandage. No other complications reported.

Manufacturer narrative:
Visual evaluation under magnification shows minimal electrode wear with discoloration from activation. Further visual evaluation with an unaided eye found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller in which the ablation and coagulation performed as intended. The suction line was tested and performed as intended. At no time during functional testing of the suction line did saline leak out from the port. The complaint could not be verified as the returned device functionally performed as intended. Based on the information of the reported event, the injury was most likely caused by hot saline. There are several factors that could contribute to the reported event. It is possible that insufficient suction pressure was used, having inadequate flow and circulation of saline, the roller clamp affixed to the suction line may have not been set to wide open or a secondary source of outflow was not used. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after using a wand during a knee procedure, the surgeon noticed a burn approximately 3cmx2cm on the proximal end of the patients tibia. It was stated that water running from the surgical site was hot indicating the wand overheated. Patient burn was treated with alginate and flamazine dressing and fixed with a compress and velpeau bandage. Surgery delayed 30-60 minutes. No other complications reported. Additional information indicates s the surgical site was draped with jersey cloth fitted on the leg of the patient with an opening on the knee. The burn severity was 2nd degree, deep, 3cm2, on the anterior side of the left leg. As of (B)(6) 2017, nearly healed with a 2mm patch left.